Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a catheter was physically investigated. It can be confirmed that foreign guide wire was sent inside of the catheter. During physical investigation it was discovered that guide wire was used not according to IFU and not from rotarex set. The catheter was sent with a foreign guide wire stuck inside the catheter and the collecting bag attached to it. The rotor of the catheter was peeking out 1 cm. It was not possible to remove the foreign guide wire from the catheter. Therefore, the investigation is confirmed for the reported retraction issue and the identified device handling problem. Use of different type guide wires can lead to mechanical block of the catheter, break of the helix, break of the guide wire or other types of malfunctions and injuries. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure, the catheter allegedly could not be removed from the wire. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure, the catheter allegedly could not be removed from the wire. The procedure was completed using another device. There was no reported patient injury.